Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons of insulin pump was stuck when pressed. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that battery life was diminished and rewind took longer. It was also reported that insulin pump had random no delivery alarm and backlight was dimmed little. The insulin pump will not be returned for analysis.